Event description:
Two cases of endophthalmitis were reported to our facility by the patients' physician. According to the physician, the endophthalmitis had occurred within 2-3 days following outpatient lens implants at our institution. The implant procedures had been performed within one week of each other. The lenses implanted were the same from the same company (orc). According to the treating hospital (christ hospital, cincinnati, ohio) the patients were treated withantibiotics and vitrectomy. Further investigation revealed the two lenses had the same cast lot number and the same sterile lot number. The lenses had been provoded by the physician performing the procedure;therefore, sections of the device identification are unknown, as is the specific data of event (the endophthalmitis) which occurred outside our facility. No evaluation of the device could be conducted by our facility since we had no contact with the device after its implantation. It is unknown what evaluation may have been done by other parties. Also see user facility report number 180035 1991 002device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.